Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. No physical damaged was found on the device. As a result of checking the error history log, it was confirmed that no miss setting or other errors related to delivery failures were identified. Functional testing could not confirm or duplicate the customer reported issue. Root cause could not be identified. The pump accuracy was within specification. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a low flow rate (10-15%) (delivery in (B)(6) 2023). There was no patient involvement and no harm/adverse event reported.